Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use (IFU) instructs to place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The investigation determined the reported difficulties appear to be related to use error and once unable to cross the implanted stent, it became caught and resulted in the reported stretched stent and ultimately in the reported stent dislodgement; thus resulting in the difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
User facility medwatch report event desc: undeployed vascular stent dislodged off catheter when trying to pass through recently placed stent in the left anterior descending (lad) artery. The undeployed stent was retrieved from the lad using snare device. It was reported that the patient underwent a coronary stenting procedure to treat a target lesion in the heavily calcified and tortuous left anterior descending (lad) artery. Pre-dilatation was performed and a 3.0 x 33 mm xience alpine stent was deployed in the mid lad. A 3.0 x 18 mm xience alpine stent was deployed in the proximal lad. After stent implantation, the physician felt that the distal segment of the vessel required stenting, and so another 3.0 x 18 mm xience alpine stent was attempted to be advanced through the previously implanted stents; however, the stent became caught on the stent struts of the previously implanted 3.0 x 18 mm xience alpine. The physician attempted to remove the stent delivery system and pulled on the delivery system, causing the stent to stretch and dislodge. A snare was used to successfully retrieve the dislodged stent. No damage occurred to the previously implanted stent. The physician ended the procedure at that time. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was requested.